Manufacturer narrative:
H3: product ID 97740 serial# (B)(6) was returned for product analysis. Analysis found there was a telemetry board failure causing there to be no power. The case was also dirty and there was animal hair inside the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative (rep) regarding an external device. The reason for call was the controller screen was showing poor communication screen last night and then went blank and would not power up. The recharger was working fine. Pt replaced batteries but they were using heavy duty batteries. Reviewed to try new alkaline batteries. Patient representative did not have alkaline batteries. Instructed patient representative to try a different type of batteries and see if that resolved the issue. Then try using the programmer with and without antenna and if still getting poor communication pt can call back. Pt rep said pt was in mexico at the moment. Pt cant get screen to turn on, and tried new batteries and found that now only the backlight will come on, but nothing on the screen. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.